Manufacturer narrative:
Batch review performed on 20 september 2019: lot 187086: 290 items manufactured and released on 11-dec-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, 280 items of the same lot have been already sold without any other similar reported event.

Event description:
Dislocation of head occured at home, and revision surgery was performed. The cup, the liner and head were removed almost 4 months after primary, stem was left in situ. The surgery was completed successfully.